Manufacturer narrative:
The hba1c reagent lot number and expiration date were not provided. It was reported that the gear pump pressure was too high. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1c dx IV (hba1c) results from the cobas c 503 analytical unit. The customer questioned the results for approximately 146 patients; a few representative examples are provided. Patient 1's initial result was 73 mmol/l, and the repeat result was 29 mmol/l. Patient 2's initial result was 52 mmol/l, and the repeat result was 37 mmol/l. Patient 3's initial result was 43 mmol/l, and the repeat result was <23 mmol/l. Patient 4's initial result was 52 mmol/l, and the repeat result was 38 mmol/l.

Manufacturer narrative:
It was not specified which two patients contacted the customer. One patient had their sample reanalyzed, and the new result was reported, prompting them to question it. The second patient's sample was accidentally discarded. The patients' insulin dosage was either increased or lowered. There was no patient harm reported.

Manufacturer narrative:
A field service engineer (fse) determined that the main water pump pressure was too high. The gear pump pressure alarm was issued by the analyzer. The fse adjusted the main water pump pressure by lowering it. Due to the lower pressure, the rinse levels of basic wash, acid wash, and cell rinse had to be increased. The fse also performed a gear pump pressure adjustment. The investigation determined that the service action resolved the issue.